Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose at the level of 48 mg/dl. Customer¿s blood glucose at the time of incident was 54mg/dl and current value was 150mg/dl. Customer was treated with glucose and carb intake. Customer declined to troubleshoot the pump. Device is not expected to be returned for analysis.